Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The leading haptic was observed distorted. The lens was inspected at 10x microscope magnification where a few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment, such as during the explant process. The condition observed in the lens received was consistent with a lens that had been implanted and explanted from the patient's eye. There were no discrepancies identified for lens serial number (B)(4). The condition of the distorted haptic observed in the lens received was related to the explant process. No cosmetic defects such as scratches, or depression marks in the lens optic body were observed. The investigation results did not suggest that the sample received was affected by the manufacturing process. A review of the manufacturing records was performed. The production order (po) was verified, the testing required and visual inspection were accepted according to manufacturing/work instructions. In the final inspection the lenses are visually inspected at 10x microscope magnification. The documentation showed that the production order was manufactured according to specifications. No product deficiency was detected in the record review. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted from the patient''s left eye in a secondary procedure since the patient required a different lens. A new lens was implanted and no patient complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.